Event description:
Tampon tore in half dying (during) removal and lodged [foreign body in reproductive tract]. Tampon tore in half dying (during) removal- tampax pearl lite [device breakage]. Tampon tore in half dying (during) removal [complication of device removal]. Case narrative: consumer reported via email that the tampon tore in half. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.